Event description:
Pt states with the synvisc had severe swelling all throughout leg and couldn't sleep, stand, or walk for a few days after each injection he had, which was weekly for 3 weeks. He did not have these issues with the synvisc one.